Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hst iii system (3.8mm) during opcab according to IFU, due to a defective product, the loading device tube was caught with a seal and the loading was not performed normally and the delivery device handle only falling out occurs. The operation was successfully completed by exchanging the product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25158272 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/29/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed on the delivery device, loading device or aortic cutter. The delivery device was observed outside the loading device with the seal visible in the loading device window. The white plunger was not observed in the photograph. There were no visual defects observed on the aortic cutter, delivery device, loading device and no cracks or delamination was observed on the seal in the loading device window. A visual inspection was conducted on 05/24/2022. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the whit plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.228 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.